Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the threaded tip stripped of the glenosphere inserter tip. Additionally, device was found with signs of usage. The observed condition of the threaded tip was consistent with off-axis assembly before it was fully seated. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed using the returned baseplate inserter rod as the mating device. Functional test revealed the devices could not assemble/threaded together as intended, as a consequence of the damage observed on the threads of both devices. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the instruments were reported for an unknown reason. It did not happen in surgery. During manufacturer's investigation of the returned device it was identified that the threaded tip of the glenosphere inserter is stripped.